Event description:
Reported via patient call center it was reported that chest pain occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted with simultaneous cardiac ablation and discharged the same day. The following day while at home, the patient experienced chest pain at a level of approximately 3-4 out of 10. The chest pain continued for 2 days and persisted thereafter intermittently. The patient spoke with a physician from the emergency department but did not go in for evaluation. The patient further noted bruising and swelling at the access site without pain. No additional information is known.